Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  During the evaluation of the device at third-party service center, the device was visually inspected and foam particles were observed inside the blower kit. Additionally the device was found to have debris on the lcd screen.